Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. Only 339 mm of shaft segment was returned for investigation with the balloon was still inflated approximately with 3ml of water. From complaint description, it was reported that the catheter could not be deflated. Visual examination on the returned sample did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Further analysis, a monofilament then was inserted through the inflation airline of the catheter and observed monofilament could pass through the airline without any difficulties faced and water was spontaneously seeping out from the balloon within l second. We suspect this may occurred if the catheter had been inflated by using non-sterile water. The use of inflating fluids such as non-sterile water or saline may crystallize and allow debris to block the inflation airline which can lead to non-deflation failure. Thus, it had been stated in IFU (instruction for use) that latex product should be inflated by using sterile water only. Other remarks: next, the catheter had been partially cut along the shaft to observe the inflation airline condition and observation on the each of the cut did not found any defect which can lead to nondeflation failure. Then, lumen inside the balloon also was check for any sign of collapsed lumen which can lead to non-deflation and noticed the lumen was normal. Based on analysis conducted on returned sample, it was observed water inside the balloon was spontaneously seeping out upon inserted the monofilament without any difficulties faced. Further analysis on the inflation airline also did not found any defect which can lead to non-deflation failure. Since there was no product dysfunctionality issue observed based on reported failure, therefore t his compliant could not be confirmed.

Event description:
One of our physicians attempted to deflate and remove the catheter, but the balloon would not deflate. After many attempts, the catheter had to be surgically removed. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
One of our physicians attempted to deflate and remove the catheter, but the balloon would not deflate. After many attempts, the catheter had to be surgically removed. The patient's condition is unknown at this time.